Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0401 ¿ break. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Syringe screw broken during treatment preparation. Syringe tip stuck in tap. The device in question and the associated tap are available from the pharmacy.

Manufacturer narrative:
(B)(4) follow up for device evaluation : one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be detached from the syringe. A device history review was performed for reported lot 2305767, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. No issues related to the reported incident were found. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke due to force used the engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
Syringe screw broken during treatment preparation. Syringe tip stuck in tap. The device in question and the associated tap are available from the pharmacy.